Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that at device follow-up it was determined that the right atrial (ra) lead had dislodged. The lead was explanted and replaced. The patient experienced shortness of breath and palpitations as a result of the lead dislodgement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).